Event description:
Around 10am, the pt was due for flagyl IV. The med was hung as a piggyback to her existing IV fluid. Med was programmed for 100cc over 1h. The rn started the infusion and stepped aside to continue working with po med administration. Within 10 mins, she noticed that the flagyl was already 50% infused or at least gone from the bag. Rn double checked the pump and assured that pump was programmed correctly. Rn noticed that flow from the secondary chamber was free flowing. Rn asked for assistance from another rn who also verified that the pump was programmed correctly. Infusion was stopped. Tubing, both primary and secondary, was collected and given to appropriate hosp personnel.